Event description:
It was reported to boston scientific corp that an autotome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, the physician could not get the tome to bow enough to perform the sphincterotomy. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.